Event description:
It was reported through a second party, manufacturer of esu (B) (4) that a customer reported a burn. (B) (4) in turn reported this burn to conmed as our device, part number # 51-7810, was the ground pad being used during the procedure. It is stated by (B) (4) that, "it appeared to the user that the pad had partially detached from the pt." Upon speaking with the facility ((B) (4), risk manager), they informed conmed that the procedure was "a leep procedure, nurse applied pad to thigh. Doctor came in room and wanted pt to hear what the machine would sound like during procedure. When the machine (esu) was turned on, pt stated "I can feel that", they assumed she meant the vibration/sensation of machine being on. Doctor then started to perform procedure. At this time, pt stated "it's burning" - at this time, stopped procedure and found pad to be lifted - 3rd degree burn to upper thigh. Treatment to burned area included tissue debridement three (3) times per week and pain medications - pt will have a scar."

Manufacturer narrative:
We could not confirm the customer's complaint. No complaint samples were returned by the customer. A 24-month complaint history review revealed four (4) similar complaints, none of which could be confirmed as being caused by manufacturing defects. The DHR/lhr review of the device does not indicate any manufacturing related anomalies with the processing of the lot in which this device was manufactured. All steps have been documented per specifications. Per the dfu, directions for use, the end-user should "apply electrode firmly, ensuring full adhesion and contact with the skin" the dfu also lists the following warning: "failure to achieve good skin contact by the entire adhesive surface may result in an electrosurgical burn or poor electrosurgical performance." The complaint investigation has not identified nor confirmed any manufacturing defects with this device. Conmed is considering this complaint closed.